Manufacturer narrative:
Unit received with rf pic failed self test alarm during self test and unable to communicate to test minilink and the glucose sensor simulator, problem isolated to rf board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the radio frequency issues with transmitter and sensor troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.